Event description:
Per the clinic, the patient experienced skin overgrowth and subsequently oral and topical antibiotics has been administered for the patient. Additional information has been requested but has not been made available as of the date of this report.